Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 6 80x30. The customer states that physician was inflating distal balloon in vein with 1.7cc saline and 5 minutes into procedure the distal balloon deflated. When the physician removed the entire device from the pt, he noticed that there was a leak from the balloon. The physician used a new trellis to complete the procedure. No medical intervention.